Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, the shaft fractured. The physician implanted a 3.0x16mm taxus liberte' drug eluting stent in the left coronary artery at a 45 degree angle. The vessel was very tortuous. The hypotube snapped; it is unclear from the info received when the hypotube snapped, and if it snapped inside or outside of the pt. Add'l info was requested but has not been received as of the date of this report. The pt was reported as ok, there were no pt complications. This product is only ous approved but is is similar to a marketed us device.

Manufacturer narrative:
The device has not been received at the analysis site for eval as of the date of this report.